Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio observed that the battery pins were damaged, which prevented the battery to seat properly and caused the reported issue. Physio replaced the 4 battery pins which resolved the reported issue. After observing proper device operation through functional and performance, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off while the ambulance was moving. There was no patient use associated with the reported issue.